Event description:
It was reported that when a nurse was changing the infusion IV set, a free flow event occurred. The customer stated that the nurse used a slide clamp that was not on the loaded IV set to open the pump door. This allowed the door to be opened without the IV set being occluded and resulted in a bolus of norepinephrine to the patient. The patient was stabilized after approximately 45 minutes and there was no permanent injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.